Manufacturer narrative:
To date, the patient is doing fine; two (2) veneers were re-cemented using the same product, without further incident. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluations could be conducted.

Event description:
A doctor alleged that three (3) patients experienced the debonding of veneers after placement with nx3 cement and optibond xtr. This is the third of three (3) reports.